Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/21/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the top to the case seal. Moisture was found inside the battery compartment. A leak test was performed and two leaks were found; a display lens leak and a battery compartment leak. The pump case was removed and no moisture was found inside the pump. Additionally, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and that there was moisture in the battery compartment. Investigation also revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/21/2014.